Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. The system was not replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. The system was not replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The patient was sleeping at the time of the shock. A review of the electrograms for the shock episode found rail-to-rail noise. There was a stored untreated episode due to the same railing noise. The sensing vector at the time of the shock was set to the primary sensing vector. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to reproduce the noise during testing. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.